Event description:
It was reported that the patient had a mental health crisis and there was concern for damage to the ventricular assist device (vad) and connections. It seemed like there was a short in the white cable, but it was difficult to surmise given the situation. Log files were sent for review. On (B)(6) 2025, between 00:58:08 and 04:04:42, there were numerous power issues on the white lead. This occurred while connected to the mobile power unit (mpu). This could have been caused by a poor connection between the mpu and system controller white leads. No other power issues noted later in the file when on battery power and power module. It was noted that it may be necessary to replace the mpu or possibly the controller if the issue persisted. This issue was unrelated to the left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power issues on the white lead of the mobile power unit (mpu) or the heartmate 3 system controller was confirmed via analysis of the submitted log files. The controller event log file captured low power advisory alarms and power cable disconnect alarms on the white cable throughout 12jul2025. A no external power alarm due to a dual power cable disconnect, was captured on 12jul2025. The no external power alarms cleared when external power was restored to the system. Additionally, the controller periodic log file captured no external power alarms on 11jul2025. During these events, the backup battery functioned as intended and provided support to the pump without interruption. The captured alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log files. Provided information indicated that the cause of the reported issues was on the patient side; however, a root cause for the reported power cable disconnect, low voltage and no external power alarms captured on 11jul2025 was not conclusively determined through this analysis. The root cause of the no external power alarm on 12jul2025 was determined to be user error in simultaneously disconnecting both power cables. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, low voltage hazard, and no external power alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 2 of the patient handbook, entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 3 of the patient handbook, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The issue was on the patient side. The cable was not connected properly for hours due to a medical crisis. It was unknown if there was further damage to the mpu or controller from the incident, although the equipment was inspected and showed no visible damage. There was no adverse patient impact.